Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged patient having headaches in the morning, recurrent rhinitis, conjunctivity, daytime sleepiness and loss of efficiency in concentrating in work. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found small amount of contamination in the iso air outlet. The manufacturer visually inspected the device internally and found evidence of dust contamination to the interior of the blower assembly and blower impeller. Dark contamination resembling the keratin contamination. No evidence of sound abatement foam degradation was observed, and the foam appears intact. The device's event logs were downloaded and reviewed. The manufacturer found no evidence of error occurring. The manufacturer concludes there was no evidence of sound abatement foam degradation. The device has evidence of dust contamination in the blower, keratin-like contamination in the blower box, and dirt contamination in the iso port.